Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: ng, inratio: 3.2, lab: 4.3. Date: (B) (6) 2010, inratio: 2.5, lab: 2.8. Date: (B) (6) 2010, inratio: 3.5, lab: 6.3.